Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no relevant issues were found. The stryker rep reported that the patient had hard bone quality and that the surgical delay was due to attempting to removal of the jam shidi. Conclusion: the probable root cause is therefore related to the hard bone quality of the patient.

Event description:
It was reported that: broken tap, the patient had really hard bone and the tap tip broke. Surgeon was able to retrieve the broken piece. Jam shidi got stuck in patient's bone and was difficult to remove. The jam shidi eventually broke.

Event description:
It was reported that: broken tap, the patient had really hard bone and the tap tip broke. Surgeon was able to retrieve the broken piece. Jam shidi got stuck in patient's bone and was difficult to remove. The jam shidi eventually broke.